Event description:
Reporter reports back to back results on the same meter while using the inform system with results of: 39mg/dl to 96mg/dl, 43mg/dl to 147mg/dl. Reporter reports back to back testing to a lab with results of 231mg/dl on the meter to 103mg/dl at the lab. No treatment was rec'd based on meter results. Reporter states all control results were in range. No adverse event reported. A request was made for return of the suspect product, and a replacement was sent.